Event description:
On (B)(6) 2017 a perceval sutureless aortic heart valve was explanted from a patient due to increase of thrombus formation. The root cause was reported as unknown. This event happened at (B)(6) hospital, (B)(6) and involved (B)(6).